Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the reported error but another was found in the programmer log. It was also indicated that the programmer screen, keyboard hinge, and cord bay latches were broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an error. The programmer was returned for service. No patient complications have been reported as a result of this event.